Event description:
Patient was given a biliblanket from dme company supply for home use. The next day, family reported to clinic that it was used for a short time, and the device gave an error message indicating it was "overheating." Infant monitored, bilirubin was downtrending, so no additional phototherapy was ordered. No patient harm.